Event description:
The surgeon inserted a micl12.6 implantable collamer lens on (B) (6) 2009, and the patient reported halos and ghosting on the patient post-treatment follow-up form at 12 months. Further information was requested from the surgeon, but not yet received. If any additional information is obtained, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B) (4). Evaluation: method - a work order search was performed and there were no similar complaints found. (B) (4).